Event description:
The customer reported that during a training session they were unable to deliver energy from the unit. There was no patient involvement.

Manufacturer narrative:
The customer reported that during a training session they were unable to deliver energy from the unit. There was no patient involvement. The unit was evaluated by phillips and an intermittent therapy board failure was identified. The therapy board was replaced, and the issue was resolved.